Manufacturer narrative:
November 12, 2015 11:28 am (gmt-5:00) added by (B)(6): the device has been received by maquet. A supplemental report will be submitted when the evaluation is complete.

Event description:
After passing lines to the table for a routine scheduled aorto-coronary artery bypass, the venous and arterial lines were clamped in a normal fashion. Once the lines were clamped, I noticed a small amount of tiny bubbles around the incorporated reservoir venous inlet, accumulating at the temp probe on the non-patient side of the venous clamp. At this point, I called my perfusion partner in to give a second look at the circuit. He came in and noticed the same thing and had no advice on the situation. Patient was heparinized, and anticoagulation was verified with an act over 400 seconds. Once anticoagulation was verified by act, the patient was cannulated. The cardiotomy sucker was turned on before patient was cannulated. Single aortic 24fr ez-glide edwards lifescience cannula was placed in the ascending aorta. A dual stage 36/46fr trim flex edwards lifescience venous cannula was placed in the right atrium. A vented aortic cardioplegia cannula was also placed proximal to the aortic cannula in the ascending aorta. Once cannulas were placed, the pump lines were de-aired and connected to the cannulas appropriately. Once the lines were connected, I performed retrograde autologous prime on the arterial and venous lines. Once 'rapping' was complete, we noticed on the non-patient side of venous line clamp, that a large amount of foamy bubbles had accumulated in a much larger amount. At this point the decision was made to change out the reservoir. We attempted to separate a new sterile reservoir from a new oxygenator in a new pump pack. The disengage tab of the new oxygenator/reservoir attachment would not separate engage to allow the reservoir to be separated from the oxygenator. At this point, we had a fully primed backup pump and circuit available in the pump room. We elected to change the whole system out with the exception of the arterial and venous lines (which were still full of patient blood) and primed cardioplegia line. The existing arterial, venous, and cardioplegia were disconnected from the old circuit in a sterile fashion, and placed (with de-airing) into the new primed circuit. Bypass was initiated after going over the new system for readiness. No further problems noted. The suspected defective venous reservoir was separated from the oxygenator and prepared for shipping to the manufacturer for examination and evaluation.

Manufacturer narrative:
(B)(4). After investigating the product, it was found - at blood in port, a damaged temperature sensor and a damaged luer lock was found. At the temperature sensor, small cracks were found in the area of the thread. A crack and a deformation of the thread was discovered at the luer lock. Complaint # (B)(4), supplemental 1.

Event description:
After passing lines to the table for a routine scheduled aorto-coronary artery bypass, the venous and arterial lines were clamped in a normal fashion. Once the lines were clamped, I noticed a small amount of tiny bubbles around the incorporated reservoir venous inlet, accumulating at the temp probe on the non-patient side of the venous clamp. At this point, I called my perfusion partner in to give a second look at the circuit. He came in and noticed the same thing and had no advice on the situation. Patient was heparinized, and anticoagulation was verified with an act over 400 seconds. Once anticoagulation was verified by act, the patient was cannulated. The cardiotomy sucker was turned on before patient was cannulated. Single aortic 24fr ez-glide edwards lifescience cannula was placed in the ascending aorta. A dual stage 36/46fr trim flex edwards lifescience venous cannula was placed in the right atrium. A vented aortic cardioplegia cannula was also placed proximal to the aortic cannula in the ascending aorta. Once cannulas were placed, the pump lines were de-aired and connected to the cannulas appropriately. Once the lines were connected, I performed retrograde autologous prime on the arterial and venous lines. Once "rapping" was complete, we noticed on the non-patient side of venous line clamp, that a large amount of foamy bubbles had accumulated in a much larger amount. At this point the decision was made to change out the reservoir. We attempted to separate a new sterile reservoir from a new oxygenator in a new pump pack. The disengage tab of the new oxygenator/ reservoir attachment would not separate engage to allow the reservoir to be separated from the oxygenator. At this point, we had a fully primed backup pump and circuit available in the pump room. We elected to change the whole system out with the exception of the arterial and venous lines (which were still full of patient blood) and primed cardioplegia line. The existing arterial, venous, and cardioplegia were disconnected from the old circuit in a sterile fashion, and placed (with de-airing) into the new primed circuit. Bypass was initiated after going over the new system for readiness. No further problems noted. The suspected defective venous reservoir was separated from the oxygenator and prepared for shipping to the manufacturer for examination and evaluation.

Manufacturer narrative:
On 03/08/2016 10:33 am (gmt-5:00) added by (B)(6): after investigating the product, it was found - at blood in port, a damaged temperature sensor and a damaged luer lock was found. At the temperature sensor, small cracks were found in the area of the thread. A crack and a deformation of the thread was discovered at the luer lock. (B)(4), supplemental 1.

Event description:
After passing lines to the table for a routine scheduled aorto-coronary artery bypass, the venous and arterial lines were clamped in a normal fashion. Once the lines were clamped, I noticed a small amount of tiny bubbles around the incorporated reservoir venous inlet, accumulating at the temp probe on the non-patient side of the venous clamp. At this point, I called my perfusion partner in to give a second look at the circuit. He came in and noticed the same thing and had no advice on the situation. Patient was heparinized, and anticoagulation was verified with an act over 400 seconds. Once anticoagulation was verified by act, the patient was cannulated. The cardiotomy sucker was turned on before patient was cannulated. Single aortic 24fr ez-glide edwards lifescience cannula was placed in the ascending aorta. A dual stage 36/46fr trim flex edwards lifescience venous cannula was placed in the right atrium. A vented aortic cardioplegia cannula was also placed proximal to the aortic cannula in the ascending aorta. Once cannulas were placed, the pump lines were de-aired and connected to the cannulas appropriately. Once the lines were connected, I performed retrograde autologous prime on the arterial and venous lines. Once 'rapping' was complete, we noticed on the non-patient side of venous line clamp, that a large amount of foamy bubbles had accumulated in a much larger amount. At this point the decision was made to change out the reservoir. We attempted to separate a new sterile reservoir from a new oxygenator in a new pump pack. The disengage tab of the new oxygenator/reservoir attachment would not separate engage to allow the reservoir to be separated from the oxygenator. At this point, we had a fully primed backup pump and circuit available in the pump room. We elected to change the whole system out with the exception of the arterial and venous lines (which were still full of patient blood) and primed cardioplegia line. The existing arterial, venous, and cardioplegia were disconnected from the old circuit in a sterile fashion, and placed (with de-airing) into the new primed circuit. Bypass was initiated after going over the new system for readiness. No further problems noted. The suspected defective venous reservoir was separated from the oxygenator and prepared for shipping to the manufacturer for examination and evaluation.